Event description:
Physician reported a right side rupture diagnosed by MRI. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of rupture was received on (B)(6) 2021 with lot number 2908828. Visual analysis of the returned device identified: underweight, broken shell, yellow particles in the surface of the shell. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear broken. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the posterior side assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.